Manufacturer narrative:
Investigation results: visual inspection: a complete screw was received. The thread is in perfect condition, as is the screw tip. The cross slot shows marginal signs of wear. To be noted: the complained screw had been broken and likely was not returned. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based upon the above-mentioned investigation results, no failure was detected. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that two similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with fm921t-cranioplate 1.5 sch.mag.kreuz. According to the complaint description, the patient underwent "neuronavigation assisted left frontal tumor resection. When the titanium screw was used during the operation, one screw was broken in the process of screwing in, and the tail end remained in the patient's body. During the operation, a total of 7 titanium nails of this type were used, and the manufacturer's batch number was the same. .additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).